Event description:
This camera has been out of service for some time. Immediately after the camera was returned by the company to reported safe use, one of our technicians started to rotate the heads to do quality control on the system. The camera immediately locked up and would not move. Two of our radiology engineers worked on the camera without success for the rest of the day and finally opened up a service request to philips. It was cleared by philips a few hours later. At this time it is unclear what the service technician did to the camera because the service report has not yet been received.